Event description:
During a procedure using q guidance (spine guidance 5.2) with ziehm 3d c arm automatic registration, a navigational inaccuracy of approximately 2 mm was observed immediately after the first spin during accuracy verification. A second spin performed to confirm implant placement demonstrated a similar degree of inaccuracy. Despite acceptable pointer digitization accuracy (less 0.5 mm), the discrepancy persisted across spins. The procedure was completed successfully and no adverse consequences were reported.